Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, one linear opening on the posterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one smooth crease opening on the posterior, one sharp crease opening on the posterior, and one striated opening on the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one smooth crease opening on the posterior due to fold flaw opening, one striated opening on the posterior due to surgical damage consistent in the use of some surgical tools, and one sharp crease opening on the posterior due to fold flaw opening. .

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.